Event description:
Caller stated that she was implanted with an allergan natrelle inspira soft touch breast implant on (B)(6) 2019. Six (6) months later she started experiencing problems on both breast. She visited her doctor where a CT scan, mammogram and MRI was ordered and done, the results showed irregularity on both breast and leaking of the right breast. Caller is experiencing pain and discomfort on both breast. Reference report: mw5160094.